Event description:
It was reported that the user experienced hypoglycemia after a post-meal hyperglycemic reading, during which insulin delivery was suspended by the caregiver and later a meal was announced while glucose remained low, with approximately three units of insulin on board; device status and delivery suspension were verified and the event was managed through troubleshooting and education. Symptoms included low blood glucose with ongoing downward trend. Outcomes included no hospitalization, no alerts or alarms, and resolution actions consisting of oral carbohydrate administration and close monitoring. Investigation included technical review of insulin on board and algorithm status, as well as user education on timing of meal announcements relative to glucose recovery. Investigation of this case revealed no device malfunction and identified residual insulin with carbohydrate treatment timing as contributory to the hypoglycemia. It was concluded that the device functioned as designed and that user-related factors contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.